Event description:
During preparation for use for cardiopulmonary bypass, the pressure sensor display drifted over time. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.